Event description:
It was reported that the patient presented in clinic with implantable cardioverter defibrillator at - end of life - and unable to be interrogated due to lack of battery. The device was explanted and replaced successfully. The patient was stable prior during and post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.